Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). The defect reported could not be verified. Performed service and repair functions. Reviewed service history. Attach box label, software upgrade form, and fms vue final testing. The unit was evaluated and the reason for return: "pump works intermittently" could not be duplicated. Performed software upgrade to the latest versions. Replaced springs on pressure arm housing (preventive maintenance) with tip replacement kit. The unit passed all diagnostic tests, functional tests, and was fully operational. Performed service & repair functions or action. Retested quick pressure test and performed electrical safety to address. This report is being filed from the (B)(4) as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep that during a rotator cuff repair surgical procedure, it was observed that the fms vue pump device was working intermittently. There was a delay of less than 30 minutes in the surgical procedure. The case was completed with a different pump. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.